Event description:
Reporter has reported on behalf of a user facility that the doctor reported the catheter did not reach zero.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.